Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this filter device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During the removal process of the wirion embolic device filter, the retrieval catheter was unable to retrieve the filter device. A 6 french guide catheter was inserted to retrieve the filter, and upon removal it was observed that the filter locking mechanism was protruding out of the proximal marker.